Event description:
The wire became stuck in the lv lead during implant. The lead was implanted with a portion of the wire remaining in the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).